Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead has shown a sudden increase in pace/sense impedance. It was also reported that the right atrial (ra) lead had a high capture threshold. It was further reported that a new device and pace/sense lead were implanted. The existing ra lead was reconnected to the new device with acceptable thresholds, and the high voltage portion of the rv lead was reused. No patient complications have been reported as a result of this event.